Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 1mm proximal of the distal markerband and extending distally over the balloon material for approximately 10mm. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 14dec2017. It was reported that balloon leak occurred. The target lesion was located in a vessel in an arm. A 7.0x40 75cm mustang¿ balloon catheter was advanced for dilatation. However, upon inflation at 20 atmospheres, it was noted that the balloon was leaking. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.